Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Reportedly, the customer had filled the cartridge on the pump. Tandem technical support educated the customer on ensuring the cartridge is filled prior to loading the cartridge onto the pump. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer loaded a new cartridge to address the high bg and resolve the issue.